Manufacturer narrative:
This report is submitted on november 6, 2020.

Manufacturer narrative:
This report is submitted on 17 sep 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with oral antibiotics were unsuccessful whereby the skin is opened & exposing the implant body. The device was explanted on (B)(6) 2020. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2020.